Event description:
A customer contacted beckman coulter (bec) to report lithium instability on a au5431-02 clinical chemistry analyzer. Per customer, six (6) patients were affected. One recovered low the other five recovered high. There was no injury or effect to patient treatment with regard to this event.

Manufacturer narrative:
The customer was experiencing erratic values for lithium qc. There were no reported problems with calibration. A field service engineer (fse) was dispatched for this event. Fse found that the sample probes were too tight and the syringes had possibly been affected by that. Fse re-lubricated all assemblies and aligned probes. Fse also replaced tubing after a small leak was found in the wash water anti drip line. Fse continued to troubleshoot the system and replaced the sample transport assembly, sample solenoid valve, reagent solenoid valve, swapped reagent and sample syringe drivers, adjusted gear pump slightly, and verified alignments. However the issue was not resolved. Fse noted that this customer's lab humidity was less than 40%. The lab was also mixing tube types to include running 13mm nested cups on the analyzer. Fse then moved the lithium from the inner to the outer ring and recovery on the outer ring was reproducible without errors. There were no further issues since the test was located to the outer ring. A definite cause for this event could not be determined.